Event description:
Boston scientific received information that the battery of this pacemaker was depleted. Additional information was received from the field representative that the device was implanted at the beginning of this year and it would be premature depletion from technical point of view. The patient received a new pulse generator. This device was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.44 volts and application of a magnet elicited no response which indicated a lower than expected battery voltage and reset operation. Review of device memory identified 101 hardware resets, the last of which was a system reset. This was the reason the device was operating in reset mode. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified or battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. During probing of the hybrid, the high current condition disappeared. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified high current drain or lower than expected battery voltage. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. Analysis confirmed the inability to interrogate this device and identified a high current drain; however, the high current disappeared during testing and the root cause could not be identified.